Manufacturer narrative:
(B)(4).

Event description:
The pump motor stalled. The eri (elective replacement indicator) was 10 months. The pump was replaced. There was reported to be no pt injury. The device system was used to deliver baclofen at 1200 mcg/day.